Event description:
It was reported that the patient expired due to an unspecified device malfunction. The ventricular assist device (vad) remains in patient. This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one (1) pump with unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not performed as the serial number was unavailable and the reported event and analysis are not related to a manufacturing or servicing issue and the device serial number was unknown. Of note, information provided by the site indicated that the patient's cause of death was due to an unspecified device malfunction. Based on the limited information available, the device may have caused or contributed to the reported event. Review of log files could not be conducted since log files were not available for analysis. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed and a possible cause of the reported event could not be established. This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.